Event description:
The customer reported false positive results with the ID now covid-19 assay for multiple tests performed between (B)(6) 2021. This MFR. Report addresses test two of three. The customer reported a false positive result with the ID now covid-19 assay. Information regarding repeat testing and confirmation testing was not provided. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
The remainder of the investigation remains in progress. A supplemental report will be provided after completion.

Manufacturer narrative:
Investigation conclusion: testing was performed at abbott diagnostics scarborough, inc. On retained kit lot m165382 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 190-000 / lot: m165382, test base part number 190-430 / lot m165382. The lot met the required release specifications. A review of the complaints reported as false positive (confirmed and unconfirmed, conflicting results) related to kit lot t000006 showed that the complaint rate is (B)(4). Abbott diagnostics scarborough, inc. Was unable to determine the exact root cause of the reported issue, however, a possible assignable root cause is that substances in the sample itself may have interfered with the reaction. Please reference all related MFR. Report numbers: 1221359-2021-03973 through 1221359-2021-03977. 1221359-2022-02058 through 1221359-2022-02060.